Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in office for a routine visit and was noted to have had low flow alarms upon interrogation. Log files were submitted for review and captured intermittent low flow events where the calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute and calculated pulsatility index (pi) was elevated. As of 21may2024 the low flows had not resolved and patient was experiencing dizziness at the time of the low flows. It was noted that a computed tomography angiography (cta) was being scheduled to assess for an extrinsic outflow graft obstruction (eogo). Additional log files were submitted for review on 03june2024 and captured a few audible low flow events along with a few lower flows. Pi values were variable but not elevated.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that eogo was ruled out on the cta. The patient was experiencing dizziness during the low flow alarms and was found to be anemic due to gastrointestinal (gi) bleeding. The patient was treated with packed red blood cells (prbcs) and the patients gi bleed resolved and it was noted that the patient would be monitored for further gi bleeding/anemia.

Manufacturer narrative:
B1 ¿ type of report: correction. B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported bleeding and dizziness could not be conclusively established through this evaluation. The submitted system controller event log files confirmed transient low flow alarms which occurred on 11may2024, 12may2024, 14may2024, 26may2024, 01jun2024, and 02jun2024. Of note, slightly elevated pulsatility index (pi) values were captured during the low flow events. No other atypical alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.